Event description:
Perfusionist notified clinical team about the external air not lighting up and the compressor sounding different. On (B)(6) 2025, the decision was made to switch out the driver when back in the operating room to close the chest. No adverse impact to patient reported.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no evidence of any alarms. Visual inspection of external components found no abnormalities. Visual inspection of external components found no abnormalities. Companion 2 driver failed functional testing at incoming inspection due the external air icon not being enabled and not switching from compressor to air, replicating the complaint. Additional testing including installing a known functional manual pressor regulator and performing a second functional test. Driver functioned without issue or alarm. Failure investigation for this complaint confirmed the reported issue during incoming inspection. The customer complaint was replicated during testing; the root cause of the reported external air indicator not lighting up and concerns regarding the sound of the compressor was determined to be a nonconforming manual pressure regulator. Failure investigation identified no other test failures or damage that could have contributed to the event. The patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Perfusionist notified clinical team about the external air not lighting up and the compressor sounding different. On (B)(6) 2025, the decision was made to switch out the driver when back in the or to close the chest. No adverse impact to patient reported.